Event description:
It was reported that during a transcatheter aortic valve implantation procedure, inside a patient with a severely calcified native valve and calcium extending into the left ventricular outflow tract (lvot), a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. After successful pre-implant dilation, the valve was advanced. The procedure was initially performed in cusp overlap view. After confirming that the valve was positioned 3mm below the annulus, the c-arm was rotated to the left coronary cusp (lcc) view, where the valve position was reconfirmed. The physician decided to deploy the valve. During retrieval of the nose cone, the delivery catheter system (dcs) was positioned toward the non-coronary cusp (ncc). It was difficult to assess how far the nose cone had advanced. The first operator had already started withdrawing the dcs while the second ope rator was still attempting to centralize the nose cone. As a result, the nose cone engaged the valve frame, causing the valve to dislodge into the ascending aorta above the sinotubular junction (stj), where it remained stable against the aortic wall. The valve was snared to maintain stability while advancing a second 29 mm valve. The second valve was implanted without further complications. After assessment of frame expansion, post-implant dilatation was performed using a 21 mm non-medtronic balloon. The final result was satisfactory, and the first valve remained stable in the ascending aorta.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: unknown, ubd: unknown, UDI# unknown: the codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the femoral access site and a non-medtronic guidewire were used for the procedure, and the valve was implanted in the native annulus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post implant balloon aortic valvuloplasty (bav) was performed on the second valve due to under expansion and paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the paravalvular leak (pvl) was moderate.